Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the patient have permanent damage?" The patient had no damage, it had only been used double hemostatic for slight hemorrhage in which the device was changed for another new. "Did the patient need hospitalization or had your hospitalization prolonged due to a product problem?" The time of hospitalization was intended in 3 days and the patient used an additional 3 days for recovery, argument of the surgeon. "The patient needed to be reoperated to avoid or correct any damage?" There was no need to be reoperated and was not necessary to correct any damage to the patient. "Did the patient have any serious damage?" The patient had no damage. It was only at the time of the replacement of the device to stop slight hemorrhage. "What is the current state of the patient?, ie recovered, is in recovery, not recovered"? The patient is recovering satisfactorily according to the forecast.

Event description:
It was reported that during the hemicolectomy procedure,the teflon pad of harmonic plus 7 was detached, so the surgeon chose to discard the device and use a new one. Requesting replacement of the damaged device.

Manufacturer narrative:
(B)(4). Batch # p92m6w. Device analysis: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. Due the condition of the tissue pad we were unable to confirmed the "hemostasis controllable '' issue reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.